Manufacturer narrative:
Sv 3.0d unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to completely broken reservoir tube lip. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 298 mg/dl. The customer reported that there the insulin pump was damaged on the reservoir lip. The troubleshooting was performed and found that the reservoir was able to lock into place. The customer was advised to discontinue from the pump and revert to backup plan. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.